Event description:
PICC line placed in 2004 for home infusion of antibiotic therapy. During the insertion (3 attempts) pt experienced a vasospasm. When pulling the catheter back through the introducer, a 1cm piece broke off in the pt. Sent to surgery for removal of retained piece. Prior to this event, during another PICC placement, an introducer sheath was noted to be sheared prior to placing. Catheter discarded.